Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information indicated the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the battery was significantly depleted. The device is anticipated to be explanted and replaced to resolve the event. The patient experienced no adverse consequences.